Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing splitting and leakage occurring could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and an incorrect lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that primary tubing sets tubing was split and sprayed fluid. The following information was provided by the initial reporter: material #: unknown batch #: 15528211. It was reported the tubing in the pump split open and sprayed IV fluid. Customer: pressure in tubing backed up causing the tubing in the pump to split open and spray IV fluid. Unsure if the cause was from the pump or the IV tubing. Both have been kept at the medical a nurses station on 9w.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing was split and sprayed fluid. The following information was provided by the initial reporter: material #: unknown batch #: 15528211. It was reported the tubing in the pump split open and sprayed IV fluid. Customer: pressure in tubing backed up causing the tubing in the pump to split open and spray IV fluid. Unsure if the cause was from the pump or the IV tubing. Both have been kept at the medical a nurses station on 9w.